Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding bleeding while wearing the adc device. As a result, on (B)(6) 2022, the customer received third-party medical treatment from someone other than themselves, however, no further information was provided as the customer ended the troubleshooting process as they were at work. There was no report of death or permanent injury associated with this event.